Manufacturer narrative:
The device was received for evaluation. Visual inspection confirmed the device was presenting a white screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported white screen, which was reproduced. The reported condition was verified. The cause was determined to be a failed processor board, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.